Event description:
It was reported that the ftp catheter and pump were inserted uneventfully. Duirng tunneling to connect the catheters, the tunneler tip came off. It was visualized under fluoroscopy. An incision was performed to remove it. There were no additional pt complications.

Event description:
It was reported that the ftp catheter and pump were inserted uneventfully. During tunneling to connect the catheter, the tunneler tip came off. It was visualized under fluoroscopy. An incision was performed to remove it. There were no additional pt complications.